Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
A non-healthcare professional reported a patient experienced the events of right side pain; fibrous capsule, peri-capsular fluid indicating inflammatory process. The device remains implanted.